Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, there was continuous leakage of co2 from the trocars. Other devices were used to complete the procedure. There were no adverse consequences for the patient.